Manufacturer narrative:
Corrected data: according to the picture received from the customer, the involved product was silkam suture packaging instead of dafilon suture packaging as reported in the initial medwatch. Therefore, the following points have been amended consequently. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 3,480 units of this code-batch. There are no units in our stock. We have received a picture showing a front label box, where the product description is incomplete, due to the printing is worn. This defect was caused in the warehouse when preparing the shipment to the customer. Probably, at the time of printing, this label got stuck , which caused that it was not printed correctly. Also, the artificial vision did not detect this issue because the datamatrix of the label is clearly seen. Furthermore, the personnel involved in the packaging step did not notice it and the box was shipped to the customer. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. As no other complaints have been received concerning this issue for this code-batch, we assume that this is an isolated box. Final conclusion: taking into account that the picture received shows a product that do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with dafilon suture packaging. The client reported that the product description on box label is not clear, the front box label is blurred.